Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during dwell four while the patient was connected. During troubleshooting, it was reported that the connection from where the tubing connected to the cassette was loose and started leaking. Renal therapy services (rts) advised patient to complete therapy by manual drain. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.